Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised patient's mother to reset the device. Patient's father called back as the problem persisted after the receiver was reset and the bluetooth symbol was out. Dexcom representative discovered that the session was started before pairing. Patient's father was advised to re-attempt a proper insertion after pairing first. No additional patient or event information is available.